Event description:
Boston scientific received information that this patient that is in atrial fibrillation, received a shock preceded by 2 bursts of anti-tachycardia pacing (atp). An episode was declared in the vt-1 zone and escalated into the vt zone which was when therapy was given. Boston scientific technical services (ts) was consulted and stated that rhythm ID could be used instead of the current programming which is onset and stability. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.